Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a male patient, currently (B)(6), who received super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. On an unknown date, the patient received dentures, and his denture adhesives of choice were super poligrip and fixodent. In 2007, the patient was diagnosed with neuropathy. In the year prior to reporting, the patient was "diagnosed with excess zinc and resulting copper depletion attributable to super poligrip and fixodent." The patient "now suffers from profound and permanent neurological and other injuries attributable to his super poligrip and fixodent use." According to the claim, the patient was "unable to perform his normal, customary and daily activities." This case was assessed as medically serious by gsk. At the time of reporting the events were unresolved.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).